Event description:
It was reported the pt has lot a significant amount of weight and the ipg is now superficial causing the pt to experienced discomfort at the ipg site. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.